Manufacturer narrative:
Initial MDR with device evaluation. It was reported one syringe had a double printing and one syringe has no printing on the syringe barrel. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows two syringes with no packaging blisters. One syringe has a double scale printing, and the other syringe has the scale printing missing. No other defects or imperfections were observed. These defects could occur if there was a jam during the syringe barrel printing process. A device history record review was completed for provided material number 302832, lot 3209744. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the syringe barrel printing process was performed. The settings were correct, and the flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
1 syringe has double printing of scale on syringe barrel, and 1 syringe has no printing of scale on syringe barrel.